Event description:
It was reported that this right ventricular (rv) lead was an attempted implant because the helix would not extend during implantation. A new lead was successfully placed to complete the procedure. No adverse patient effects were reported outside of the prolonged procedure. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched and conductor coils were deformed which is consistent with the lead being placed through a constricted area. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix did not pass testing as it stopped turning after 11 attempts. X-ray showed stylet blockage. The observation of wrinkled/bunched insulation and offset rs- coils which likely resulted from friction force when the lead was passed through a constricted space has been deemed a design issue.